Event description:
It was reported that the 2800 system displayed a communications failure error on the vfd. Rebooting correct the problem. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Adjusted the workstation ps1 power supply. The system was tested and found to be working as intended and placed back into service.